Event description:
Rptr indicated a vns pt had high lead impedance readings at an office visit. The rptr stated the vns would be disabled, x-rays would be performed, and the pt would be referred for vns revision surgery. X-rays were received and reviewed which did not identify any obvious anomalies. The lead pins were fully inserted in to the generator header, indicating a lead fracture was likely. Attempts for additional info are in progress.

Manufacturer narrative:
Manufacturer review x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.